Event description:
Reporter noted numerous metallic particles entering patient's eye when trying to stop an occlusion of the tip. One day post-op, more than 20 particles are visible on the iris. Patient is doing well; no inflammation. Questions if scraping of micromanipulator against tip could lead to incident.